Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that after reaming, the stem was too large and did not fit into the canal properly. An alternate stem was used.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. A size 15 versys femoral stem was returned for evaluation. As returned, some damage is seen at the base of the taper on both sides. The stem is conforming to overlay, which checks profile in the medial and lateral view, verifying size specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that after reaming, the stem was too large and did not fit into the canal properly and sat proud. Stem was well-fixed, so had to be removed with an extractor set. Patient was re-reamed back to the appropriate size, and stem still would not seat. A smaller stem was then used to complete the procedure.